Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery, no reservoir alarms or check setting, reset alarms noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received no delivery alarm. The blood glucose level was 387 mg/dl. Customer was assisted with troubleshoot. Customer state that insulin did not exist. Customer reports insulin pump did not alarm with no reservoir. The product will be returned for the analysis.